Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at atms on the fourth inflation. (The number of atms reached on the initial three inflations was: #1 = 6 atms, #2 = 8 atms, #3 = 10 atms.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid lad coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access and a balance guidewire and a 6 fr mach1 guide catheter to cross the lesion. The maverick2 monorail balloon was being used to predilate the lesion for placement of an express2 stent. The maverick2 monorail 20/3.5 mm balloon was removed and replaced with a maverick2 monorail 20/1.5 mm balloon to successfully complete the lesion predilatation. The express2 stent was successfully deployed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.